Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test. No button error alarm noted upon testing, however unit alarmed pump error 63 alarm during self test and confirmed in the insulin pump history due to broken pin 1 trace on keypad assembly.

Event description:
It was reported via phone call that the weight has been changed to 0300. The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received a stuck button alarm. The customer¿s blood glucose was 137 mg/dl. Troubleshooting was done for stuck button alarm. Customer reported that belt clip was broken. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.